Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous mid left anterior descending artery. A 3.00x16mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the body, stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).